Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records could not be reviewed because the report did not provide a lot number or any identification traceable to the manufacturing documentation. The file has been opened from a literature report "persistent negative dysphotopsia and small eyes. Per the report the patient exhibited classical bilateral negative dysphotopsia. Negative dysphotopsia has been associated with high-powered iols, small pupils and positive angle k, noted or likely seen in this highly myopic patient. The exact etiology remains elusive because of its multifactorial origins and inconsistent occurrence. A nasal capsulotomy was performed. The patient was markedly improved in the left eye and able to return to his life without visual disturbances. The manufacturer internal reference number is: (B)(4).

Event description:
In a journal article, the physician reported that following an intraocular lens (iol) implant procedure patient experienced consistent with negative dysphotopsia (nd) in the form of temporal dark arcs. Slit lamp examination revealed trace meibomian gland disease. The posterior capsule was intact with trace posterior capsule opacification. Nasal capsulectomy was performed as intervention. Additional information not requested due to lack of reporter contact information.